Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: saxon, j. T., allen, k. B., cohen, d. J., whisenant, b., ricci, j., barb, I., ¿ chhatriwalla, a. K. (2019). Complications of bioprosthetic valve fracture as an adjunct to valve-in-valve tavr. Structural heart, 3(2), 92¿99. Doi: 10.1080/24748706.2019.1578446.

Event description:
It was reported in an article from the journal of structural heart titled " complications of bioprosthetic valve fracture as an adjunct to valve-in-valve tavr " that after valve-in-valve transcatheter heart valve (thv) replacement, the bioprosthetic valve fracture (bvf) was performed in 6 patients to eliminate the patient prosthesis mismatch (ppm). After the bvf, case 2 immediately suffered acute hypotension and aortic insufficiency; chest compression and full cardiopulmonary support was subsequently initiated therefore, second thv was deployed inside the first thv, after which the patient stabilized. The patient suffered a large hematoma at the right femoral artery access site, which required surgical management and a large volume transfusion of blood products, however, aggressive care was deescalated, and the patient expired on postoperative day 1. In case 6, during the withdrawal of the balloon, thv embolized into the transverse aortic arch resulted in acute severe aortic insufficiency, and also precluded further efforts to snare the thv and deliver a second thv. The patient expired the next day.